Manufacturer narrative:
(B)(4). The lot #, expiration date and date of manufacture are reported as unknown, because the event could be due to one of 2 devices: lot #: 51202u105; date of manufacture: 12/2018; expiration date: 12/31/2016; lot #: 60210u139; date of manufacture: 02/2016; expiration date: 02/10/2017. The device was not returned for evaluation. A review of the lot history records identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of atrial septal defect (asd) is listed in the electronic mitraclip system instructions for use (IFU), as a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported patient effect of asd appears to be related to patient anatomy/procedural conditions, as the transseptal puncture from the previous mitraclip procedure did not fully heal. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Mitraclip implanted on (B)(6) 2016 is filed under MFR # 2024168-2016-03888. Mitraclip implanted on (B)(6) 2016 is filed under MFR # 2024168-2018-06056. Mitraclip implanted on (B)(6) 2018 is filed under a separate MFR #.

Event description:
This is filed to report an atrial septal defect requiring intervention. It was reported that on (B)(6) 2016, one mitraclip was successfully implanted, reducing grade 4 degenerative mitral regurgitation (mr) to grade 1-2. On (B)(6) 2016, it was noted that the clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda) and mr increased to grade 4+. On (B)(6) 2016, a second mitraclip was performed. Two clips were successfully implanted, one on each side of the detached clip, reducing mr to grade 2. On (B)(6) 2018, the patient was re-hospitalized and echocardiogram was performed, noting that the clip implanted most medial to the first clip during the second procedure, had detached from one leaflet, but remained attached to the other leaflet (slda). Mr increased to grade 4+. On (B)(6) 2018, a third mitraclip procedure was performed. One clip was implanted, but detached from the posterior leaflet (slda). A second clip was implanted and mr was reduced from 4+ to 3+. An atrial-septal defect (asd) closure device was implanted, as the trans-septal puncture from the previous mitraclip procedure had not fully healed. The patient will not be treated with any additional mitraclips. If additional intervention is needed, a surgical mitral valve procedure will be performed. No additional information was provided.